Manufacturer narrative:
The subject uhi-3 was not returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject uhi-3 to identify the root cause of this failure phenomenon when omsc receives it. The uhi-3 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
(B)(6) informed olympus (B)(4) of the event below on march 13th, 2019: on (B)(6) 2018, during laparoscopic cholecystectomy, insufflation was not effective, resulting in insufficient abdominal space. Abdominal pressure indicator on the subject uhi-3 was displayed as the set value. But actually, the abdomen was soft and could not be operated on. No abnormalities were found in the insufflation tubes. The user adjusted the intra-abdominal pressure setting of the machine, the effect was still not good. The user replaced the subject uhi-3 with an unspecified pneumoperitoneum device and the procedure was completed. There was no report of the patient¿s injury regarding this event.